Event description:
It was reported the patient underwent surgical intervention on an unknown date wherein the entire system was explanted for an unknown reason. Part of the lead could not be explanted due to risk of damage in the spine.

Manufacturer narrative:
Date of event is estimated the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.